Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her tampon contained a small piece of plastic at the tip.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.